Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident and blood glucose meter was over 600 mg/dl. Customer treated with manual injection and still blood glucose run 200 mg/dl to 300 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that auto mode feature was active or not at the time of event. Customer reported that they received insulin flow blocked alarm. Customer reported alarm did not occur during fill tubing. Customer reported event was resolved by complete set changed. The insulin pump will not be returned for analysis.